Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineering.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the scroll compressor and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the iabp failed the compressor performance and regulator calibrations. There was no patient involvement, and no adverse event reported.